Event description:
Intraoperative access of right subclavian vein without difficulty. Surgeon tried to advance the guidewire through and it became kinked times three different guidewires. Dates of use: (B) (6) 2010. Diagnosis or reason for use: need for long term IV access. Event abated after use: yes. Event reappeared after reintroduction: yes.